Manufacturer narrative:
This MDR report is based on the reclassification of a previously reviewed complaint. Followup information provided by the user: both sections of the broken reamer were removed. The surgeon commented that they use the ball-tipped guidewires for this reason. There was no impact to the patient. Records review: a review of manufacturing records was performed, and found that the device met spefication at the time of manufacture and release. Returned product evaluation: although the product was not returned for evaluation, pictures of the device were provided. These images show the break pattern experienced in this case is consistent with over-torquing of the device during use. Conclusion: existing evidence supports that over-torquing of the device is the potential cause of this event, although this cannot be definitely proven with the evidence available to the firm at this time.

Event description:
This MDR report is based on the reclassification of a previously reviewed complaint. On (B)(6) 2019, a procedure involving bilateral fixation of the humerus with the illuminoss photodynamic bone stabilization system was completed on a 76 year old female. During routine use of the 6.0mm reamer, the reamer snapped mid shaft. Both sections of the reamer were removed and the physician proceeded to use the 7mm and 8mm reamers with no issues.